Event description:
Pt was having t9-10 laminectomy for herniated disc. Pt was positioned on or table and emg monitoring leads were placed. There was no signal from above or below the surgical site. Emg techs reported a machine malfunction to the surgeon (this is loaner equipment provided by a contracted company). Because the techs were working on resolving the problem, the physician decided to continue with the surgery. What originally was thought to be a herniated disc turned out to be a bone spur. Post-op the patient had paralysis below t9-10. If the monitoring equipment had been working correctly prior to the start of the procedure, it is possible the physician would have postponed the surgery to have a CT scan instead of operating. This is the first problem we've had of this nature. Our facility has had success with this equipment in the past, and also since this particular case.